Manufacturer narrative:
Concomitant medical products: c770023avc valve, implanted: (B)(6) 1992. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that, within four approximately four months post implantable pulse generator (ipg) system implant, they are experiencing paresthesia above implant site and in left arm, with numbness in left hand and with discoloration to blue. An electromyelogram (emg) has been planned to determine if there is potential nerve damage. The ipg system remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.